Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient had been brought to the emergency room (ER) that day for low blood glucose (bg) of 20 mg/dl. The reporter could not provide information for events leading up to the low bg, except that the patient had two donuts that morning. The patient was reportedly initially unconscious upon arrival at the ER. The reporter was requesting assistance in changing the basal rate programming, stating that the patient¿s healthcare provider wanted the basal rates decreased by half for all basal programs. No additional information could be provided at the time of initial contact. Customer technical support advised the reporter to have the patient contact animas when the patient was able to do so to complete troubleshooting. It is unclear at this time if there was any possible issue with the pump. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause and the pump could not be ruled out as a cause of contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.